Event description:
It was reported, that the xenon light source experienced an issue due to the occurrence of e102. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found issue occurred due to the occurrence of e102. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected field: b3 - date of event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for light source temperature switch error (e102) could not be determined. Olympus will continue to monitor field performance for this device.